Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. Perclose proglide device numbers 2, 3, 4, 5, 6, 7, and 8, part# 12673-03, lot# unk, indicated are being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, using a "preclose" technique of heavily calcified and fibrous left common femoral artery a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed and a second, third, and fourth proglide device were attempted but also resulted in a needle-to-cuff miss. A fifth proglide device was used to achieve hemostasis. Reportedly, using a "preclose" technique of heavily calcified and fibrous right common femoral artery a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed and a second, third, and fourth proglide device were attempted but also resulted in a needle-to-cuff miss. A fifth proglide device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.